Manufacturer narrative:
(B)(4). (B)(6). It should be noted that although the brand name and lot# of a gore device has not been provided, the instructions for use for the vast majority of gore¿s eptfe patch products that are indicated for the reconstruction of soft tissue deficiencies include the following warnings among others: ¿possible reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent open incisional hernia repair on (B)(6) 2005, whereby an alleged gore device was implanted. It was reported to gore that the patient underwent hernia repair on (B)(6) 2006, whereby an alleged gore device was implanted. It was reported the patient alleges the following injuries: repair surgery, additional procedures, mesh cannot be removed. Additional event specific information was not provided.

Manufacturer narrative:
H6: updated results code. Conclusion code remains unchanged.

Manufacturer narrative:
H6: additional health effect- clinical code h6: updated health effect- clinical code h6: updated investigation findings h6: updated investigation conclusions: d17: appropriate code/term not available for ¿false claim¿ h6: health effect impact code: f26: no health consequences or impact h6: medical device component: g07001: part/component/sub-assembly term not applicable no further investigation is required at this time. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. This event will be closed as no problem detected. Previous patient code (3191: appropriate term/code not available for ¿mesh cannot be removed¿) was reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. Medical records: ¿ the known medical records span october 22, 2004 through september 14, 2006 and not all records received in this time span are relevant to the two gore® dualmesh® plus biomaterial devices. ¿ records from october 28, 2004 through november 21, 2005; from december 2, 2005 through august 30, 2006 were not provided. Patient information: medical history: ¿ obesity ¿ smoker ? (B)(6) 2006: ¿she does smoke and still continues to do so for about 10-pack [sic] years now.¿ ¿ diverticulosis and diverticulitis prior surgical procedures: ¿ (B)(6) 2004: left hemicolectomy with coloproctostomy, splenic flexure takedown ¿ (B)(6) 2005: incisional hernia repair ¿ (B)(6) 2006: renal lithotripsy relevant medical information: ¿ (B)(6) 2004: left hemicolectomy with coloproctostomy and splenic flexure takedown ? ¿this is a 46-year-old female who has had 6 episodes of diverticulitis in the sigmoid region of her colon, now presenting for elective resection in order to prevent further recurrences.¿ ¿ (B)(6) 2004: discharge summary: admitting diagnosis: diverticulitis/diverticulosis. Procedures performed: on (B)(6) 2004 underwent left hemicolectomy for diverticulitis and primary re-anastomosis.¿ ¿she went to the or on (B)(6) 2004 and underwent left hemicolectomy without complications. She was postoperatively taken to the floor where she had IV fluids until she had return of bowel function at which point her diet was advanced until she was tolerating regular diet, having bowel movements, and tolerating p.o. [By mouth] medications. Once this was accomplished, she was discharged home.¿ implant #1 preoperative complaints: ¿ (B)(6) 2005: ¿another checkup as she states in past week, she developed sinus tract [sic] infection and had a fairly significant cough and also has experienced significantly increased pain in her midline abdomen as well as felt like it was more significant bulge. I have recently reevaluated her at the end of october and was unable to demonstrate a true incisional hernia, but felt like she was working on one.¿ ¿abdomen: still obese. Her midline incision is well healed. On palpation in the lower portion of the incision, there is now a distinct bulge and with her in the supine position this reduces and I am able to palpate the edge of a small-to moderate incisional hernia. Impression/plan: it appears much clear [sic] at this time that [the patient] has developed an incisional ventral hernia. It does not appear overly large at this time, but it is certainly the cause of her discomfort. I explained that the only way of fixing this would be a mesh reinforcement. It will require another trip to the operating room and because of its size being a little nondescript, when she is asleep, the plan will be to do a more formal exam and palpate the edges. If it appears to be more moderate in size, may approach it with a laparoscope, if it is small suspect it probably will be easier done simply with an open approach.¿ ¿ 12/1/05: ¿[the patient] is a 47-year-old female presents with a symptomatic incisional hernia, requesting repair.¿ implant #1 procedure: incisional hernia repair and mesh implantation. [Implant: gore® dualmesh® plus biomaterial (03751741/1dlmcp03) 10 cm x 15 cm x 1mm thick, oval] implant #1 date: (B)(6) 2005 ¿ description of hernia being treated: ¿¿a lower midline incision was created over her prior incision. This was taken down through the soft tissues identifying the hernia sac. This was then cleansed circumferentially all the way down to the fascial edges. The sac was then entered sharply and all contents were easily reduced. The sac was then excised from the fascial edges leaving a roughly 5 x 6-cm defect.¿ ¿ implant size and fixation: ¿at this point, a piece of dual mesh was obtained, a 15 x 10-cm piece was obtained, and this was cut to size for the wound with good overlapping edges, and then a clock-style repair was performed with internally placed sutures using interrupted 2-0 prolene circumferentially through the full thickness fascia and abdominal wall and then into the mesh. A total of 8 sutures of # prolene [sic] were placed. At the conclusion, the mesh was then sewn into position taking great care to assure no bowel was pinched between the mesh and the abdominal wall, and at this point, the fascial defect was then also primarily reapproximated using interrupted #1 ethibond sutures in a horizontal plane. Once that had been completed, the subcutaneous tissue was irrigated with sterile saline and then the skin reapproximated with surgical staples.¿ ¿ no post-operative records were provided. Implant #2 preoperative complaints: ¿ 9/1/06: ¿comes in today to update her h&p [history and physical] for her upcoming surgery. She is planning on a laparoscopic incisional hernia repair of a recurrent incisional hernia. As far as symptoms, they have all been related to her work, and have been discomfort in the midline as well as a mild bulge. She is doing much better now that she is on light duty however.¿ ¿she does smoke and still continues to do so for about 10-pack [sic] years now.¿ ¿no complaints besides the abdominal pain complaints.¿ ¿ 9/14/06: ¿this is a 48-year-old female who comes in now with second incisional hernia above the placement of a prior lower abdominal mesh that had been done over a year ago now.¿ implant #2 procedure: laparoscopic incisional hernia repair. [Implant: gore® dualmesh® plus biomaterial (03684464/1dlcmp04) 15 cm x 19 cm x 1 mm thick, oval] implant#2 date: (B)(6) 2006 ¿ description of hernia being treated: ¿the hasson method was utilized to gain access through a left upper quadrant port, through which a 12-mm working hasson was placed, and abdomen insufflated. A 30-degree laparoscope was then introduced and abdomen surveyed. Adhesions were not so severe that this could not be accomplished. Therefore 2 additional ports were placed, a true left lateral 5 mm and a left lower quadrant 12 mm port, and then using the camera and instruments, the adhesions into the herniation site were taken down by both blunt and electrocautery dissection using endo metzenbaum scissors. She actually had multiple defects in a swiss-cheese style fashion, all in the mid upper abdomen starting at about the umbilicus and heading up to up [sic] about 10 cm. Once all areas of herniation were defined, they were marked out on the outer skin, developing a size of approximately 11 cm x 9 cm in area.¿ ¿ implant size and fixation: ¿therefore a piece of appropriate dual mesh was obtained, at this case a 15 x 19-cm piece. Skin marks were made in 4 quadrants outside of the herniating areas, and then a single 0 prolene suture placed at each of the 4 quadrants on the mesh itself. It was then introduced to the abdomen through a 12-mm port, and using the endclose a suture passer, each of the sutures was brought out through the previously marked areas of the abdominal wall, each suture through a separate hole, and then each were secured in those locations effectively, putting the mesh up in a proper position. Inspection confirmed this and then using a pro tack device, staples were placed with 1-cm intervals circumferentially around the mesh. In order to finish the left side staples, an additional 5-mm port had to be placed on the patient¿s right side just lateral to the repair. Ultimately, all staples were placed, and inspection revealed a very nice appearing and solid placement. No bleeding was noted, therefore all ports were removed, first at the 12-mm left lower quadrant port, additional 0 vicryl was placed there to close the fascial defect at the port site, and then all the ports were removed. The hasson port was actually closed multiple interrupted 0 vicryls, and then all skin incisions were closed with 4-0 vicryl subcuticular, steri-strips and gauze dressings were then applied.¿ ¿ no post-operative records were provided. Conclusions: it should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ as with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, recurrence, ileus, increased procedure time and related harms, irritation or inflammation, infection, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, wound complications and wound dehiscence. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. Based upon the information received, the device remains in the patient and was not available for evaluation. Review of the manufacturing records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating manufacturer/compounder: w. L. Gore & associates, inc. Lot number: [03751741] additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (¿g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (¿g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: on (B)(6) 2005: (B)(6) hospital. Implant sticker. Gore dualmesh® plus biomaterial. Ref catalogue number 1dlmcp03. Lot batch code 03751741. W. L gore & associates. The records confirm a gore® dualmesh® plus biomaterial (1dlmcp03/03751741) was implanted during the procedure. On (B)(6) 2006: (B)(6) hospital. Implant sticker. Gore dualmesh® plus biomaterial. Ref catalogue number 1dlmcp04. Lot batch code 03684464. W. L gore & associates. The records confirm a gore® dualmesh® plus biomaterial (1dlmcp04/03684464) was implanted during the procedure. It should be noted that the gore dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added patient medical history. Product identification records for the alleged gore device was not provided. Therefore, a review of the manufacturing records could not be performed. H6: conclusion code remains unchanged. H10/11: added medical record information. See attachment for continuation of records. Additional details regarding the patient¿s clinical course were ascertained from a review of medical records and are as follows: 10/22/04: operative report. Pre/post-operative diagnosis: ¿diverticulosis complicated with multiple episodes of diverticulitis¿. Procedures: ¿left hemicolectomy with coloproctostomy and splenic flexure takedown¿. Indications: ¿this is a 46-year-old female who has had 6 episodes of diverticulitis in the sigmoid region of her colon, now presenting for elective resection in order to prevent further recurrences¿. Description of procedure: ¿a midline incision was then created and the abdomen surveyed. There was no evidence of peritoneal nodules. The liver was smooth. No abnormality. The entire colon was normal except for some thickening throughout the sigmoid region and small bowel was normal as well. At this point, bookwalter retraction was established. The white line of toldt was taken down along the pelvic gutter, which was somewhat foreshortened likely due to her multiple episodes of diverticulitis. Once the entire left colon was mobilized all the way down to the proximal rectum, we approached the splenic flexure. The gastrocolic ligament was divided, starting about half way at the transverse colon, and then the splenic flexure attachments taken down with electrocautery. Once the entire splenic flexure was also mobilized, appropriate division point in the colon was obtained just distal to the left colic vessels. The colon was divided at this point with a gia-75 stapling device. The sigmoid vessels were then taken down between clamps and divided between pean claps and ligated with 2-0 silk ties all the way down to the proximal rectum. The mesorectum was thinned all the way to the rectal wall and this was also divided. Once the clean area was exposed off rectal wall, this too was divided across with the gia -75 stapling device. The sigmoid specimen was then passed off to pathology. Then, when bringing the distal end of the descending colon down, it became apparent that it was too foreshortened based on its blood supply to reach and would only be accomodatable [sic] by resecting the colon all the way back much further towards the middle colic vessels. Therefore, again the left colic vessels were divided between clamps and ligated with 2-0 silk ties, and the colon was re-divided more proximally just past the middle colic vessels with the gia-75 stapling device. This additional proximal margin was passed off to pathology as well. At this point, the distal colon was then brought down to the proximal rectum and found to reach without any tension and a hand-sewn end-to-end anastomosis was created with 2 layers; an inner running 3-0 vicryl layer of full thickness sutures followed by an outer layer of interrupted lambert with 3-0 silk. Once this was completed, the abdomen was copiously irrigated with sterile saline. Hemostasis surveyed for and confirmed and the abdominal fascia was closed with a running 0 looped pds suture after which the subcutaneous tissue was again irrigated and then the skin closed with interrupted surgical clips. At this point, the patient was awoken and taken in satisfactory condition to the postanesthesia care unit. There were no complications. Pathology received left hemicolon in 2 specimens.¿ 10/27/04: discharge summary. Admitting diagnosis: ¿diverticulitis/diverticulosis¿. Procedures performed: ¿on 10/22/2004 underwent left hemicolectomy for diverticulitis and primary reanastomosis¿. Admitting history: ¿this is a 46-year-old female who was admitted after she had earlier presented with diverticulitis. She was cooled down with oral antibiotics and then had her bowel prepped and was electively admitted for bowel resection as it had been her sixth episode of diverticulitis¿. Hospital course: ¿she went to the or on (B)(6) 2004 and underwent left hemicolectomy without complications. She was postoperatively taken to the floor where she had IV fluids until she had return of bowel function at which point her diet was advanced until she was tolerating regular diet, having bowel movements, and tolerating p.o. Medications. Once this was accomplished, she was discharged home. Just prior to discharge, she had her surgical clips removed. Unfortunately later when getting out of bed, a small portion of her midline wound did separate at the skin, and this was gently steri-stripped back together at that time. She was still allowed to discharge home¿. Discharge instructions: ¿her restrictions were no lifting greater than 15 pounds and no dietary restrictions¿. Discharge medications: ¿she was given vicodin, metamucil, and colace. Instructed to follow up in 1 week in my clinic¿. (B)(6) 05: progress note. ¿another checkup as she states in past week she developed sinus tract infection and had a fairly significant cough and also has experienced significantly increased pain in her midline abdomen as well as felt like it was more significant bulge¿. ¿I have recently reevaluated her at the end of october and was unable to demonstrate a true incisional hernia, but felt like she was working on one.¿ past medical history: ¿mostly significant only for her prior left hemicolectomy as well as prior nephrolithiasis¿. Physical exam included: abdomen: ¿still obese. Her midline incision is well healed. On palpation in the lower portion of the incision, there is now a distinct bulge and with her in the supine position this reduces and I am able to palpate the edge of a small-to moderate incisional hernia¿. Impression/plan: ¿it appears much clear at this time that [the patient] has developed an incisional ventral hernia. It does not appear overly large at this time, but it is certainly the cause of her discomfort. I explained that the only way of fixing this would be a mesh reinforcement. It will require another trip to the operating room and because of its size being a little nondescript, when she is asleep, the plan will be to do a more formal exam and palpate the edges. If it appears to be more moderate in size, may approach it with a laparoscope, if it is small suspect it probably will be easier done simply with an open approach. She understands ramifications of the procedure. She understands the risks of bleeding and infection. She will likely have one night inpatient stay and will unfortunately be on light duty for at least six weeks postoperatively. She understands.¿ (B)(6) 05: operative report. Pre/post-operative diagnosis: ¿incisional hernia¿. Procedures: ¿incisional hernia repair and mesh implantation¿. Indications: ¿[the patient] is a 47-year-old female presents with a symptomatic incisional hernia, requesting repair¿. Findings: ¿roughly a 5 x 6 cm incisional hernia identified with no incarcerated contents, repaired with mesh implantation using dual mesh¿. Description of procedure: ¿¿a lower midline incision was created over her prior incision. This was taken down through the soft tissues identifying the hernia sac. This was then cleansed circumferentially all the way down to the fascial edges. The sac was then entered sharply and all contents were easily reduced. The sac was then excised from the fascial edges leaving a roughly 5 x 6-cm defect. At this point, a piece of dual mesh was obtained, a 15 x 10-cm piece was obtained, and this was cut to size for the wound with good overlapping edges, and then a clock-style repair was performed with internally placed sutures using interrupted 2-0 prolene circumferentially through the full thickness fascia and abdominal wall and then into the mesh. A total of 8 sutures of # prolene were placed. At the conclusion, the mesh was then sewn into position taking great care to assure no bowel was pinched between the mesh and the abdominal wall, and at this point, the fascial defect was then also primarily reapproximated using interrupted #1 ethibond sutures in a horizontal plane. Once that had been completed, the subcutaneous tissue was irrigated with sterile saline and then the skin reapproximated with surgical staples. Gauze bandage and an abdominal binder were then applied. The patient awoken and taken in satisfactory condition to the postanesthesia care unit. There were no complications.¿ product identification records for the alleged gore device were not provided. (B)(6) 06: progress note. Subjective: ¿comes in today to update her h&p for her upcoming surgery. She is planning on a laparoscopic incisional hernia repair of a recurrent incisional hernia. As far as symptoms, they have all been related to her work, and have been discomfort in the midline as well as a mild bulge. She is doing much better now that she is on light duty however.¿ past medical history: ¿significant for a left hemicolectomy for diverticulitis. She has had lithotripsy for her left renal stones and she had an incisional hernia repair with mesh done in december 2005.¿ social history: ¿she does smoke and still continues to do so for about 10-pack years now. She only drinks rarely.¿ ¿she works in federal express.¿ review of symptoms: ¿no complaints besides the abdominal pain complaints.¿ impression: ¿1. Recurrent incisional hernia¿. Plan: ¿laparoscopic repair of recurrent incisional hernia. We may need to convert to open and she is very well aware of this. Because of her multiple previous surgeries, I stated the risk is higher and it is not insignificant. We will proceed with this at central washington hospital on (B)(6) 2006. She will receive IV antibiotics preop, but should require no other preop workup. She has signed informed consent today in the office, understanding the risks of bleeding and infection.¿ (B)(6) 06: operative report. Pre/post-operative diagnosis: ¿recurrent incisional hernia¿. Procedure: ¿laparoscopic incisional hernia repair¿. Indications: ¿this is a 48-year-old female who comes in now with second incisional hernia above the placement of a prior lower abdominal mesh that had been done over a year ago now¿. Description of procedure: ¿the hasson method was utilized to gain access through a left upper quadrant port, through which a 12-mm working hasson was placed, and abdomen insufflated. A 30-degree laparoscope was then introduced and abdomen surveyed. Adhesions were not so severe that this could not be accomplished. Therefore 2 additional ports were placed, a true left lateral 5 mm and a left lower quadrant 12 mm port, and then using the camera and instruments, the adhesions into the herniation site were taken down by both blunt and electrocautery dissection using endo metzenbaum scissors. She actually had multiple defects in a swiss-cheese style fashion, all in the mid upper abdomen starting at about the umbilicus and heading up to up about 10 cm. Once all areas of herniation were defined, they were marked out on the outer skin, developing a size of approximately 11 cm x 9 cm in area. Therefore a piece of appropriate dual mesh was obtained, at this case a 15 x 19-cm piece. Skin marks were made in 4 quadrants outside of the herniating areas, and then a single 0 prolene suture placed at each of the 4 quadrants on the mesh itself. It was then introduced to the abdomen through a 12-mm port, and using the endclose a suture passer, each of the sutures was brought out through the previously marked areas of the abdominal wall, each suture through a separate hole, and then each were secured in those locations effectively, putting the mesh up in a proper position. Inspection confirmed this and then using a pro tack device, staples were placed with 1-cm intervals circumferentially around the mesh. In order to finish the left side staples, an additional 5-mm port had to be placed on the patient¿s right side just lateral to the repair. Ultimately, all staples were placed, and inspection revealed a very nice appearing and solid placement. No bleeding was noted, therefore all ports were removed, first at the 12-mm left lower quadrant port, additional 0 vicryl was placed there to close the fascial defect at the port site, and then all the ports were removed. The hasson port was actually closed multiple interrupted 0 vicryls, and then all skin incisions were closed with 4-0 vicryl subcuticular, steri-strips and gauze dressings were then applied. The patient awoken, taken in satisfactory condition to the postanesthesia care unit. No complications.¿ product identification records for the alleged gore device were not provided. There is no mention of gore device removal. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that although the brand name and lot# of a gore device has not been provided, the instructions for use for the vast majority of gore¿s eptfe patch products that are indicated for the reconstruction of soft tissue deficiencies include the following warnings among others: ¿possible reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿